Event description:
It was reported that the ventilator generated a technical error codes indicating an internal memory error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error codes indicating an internal memory error. The evaluation of the provided logs confirms the reported error. Our field service engineer investigated the ventilator on site and solved the issue by replacing the control printed circuit board (pcb). The replaced pcb was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).